Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-10408, 10409. The pt reported she has elected to have her scs system removed stating it never helped her pain. Surgical intervention will be undertaken at a later date to resolve this issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Correction/removal report numbers: 1627487-12192011-003-r, 1627487-07262012-002-r. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported sjm defers to the pt's physician regarding medical history.